Event description:
Ous MDR - on the (B)(6) 2015 the patient was contacted after the device detected vf due to noise. Therapy was aborted. The noise appeared on the rv and the ra channels. This lead to the admission of the patient to the hospital the same evening. On sunday, the device was interrogated; lead and device parameters were in the normal range. The physician tried to produce the noise manually with arms manipulations, but it was not producible. The plan is to have the lead explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation at about 31 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed and the coating of the conductor cable to the ring electrode r2 was found damaged. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. Damages of the silicone sealing of the is-1 connector pin were observed which were caused most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.